Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient received inappropriate shocks when their right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted that the patient was experiencing true ventricular tachycardia (vt), but met the detection criteria for ventricular fibrillation (vf) due to the twos. It was also noted that the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). Arm movements were performed in the clinic and the rv lead exhibited noise. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6: (annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the patient received inappropriate shocks when their right ventricular (rv) lead exhibited t-wave oversensing (twos). It was noted, that the patient was experiencing true ventricular tachycardia (vt), but met the detection criteria for ventricular fibrillation (vf), due to the twos. It was also noted, that the rv lead triggered a lead integrity alert (lia), due to high rate non-sustained episodes and sensing integrity counter (sic). The lead was reprogrammed and remains in use. No further patient complications have been reported, as a result of this event.

Manufacturer narrative:
Correction: b5: removal of code from h6: (annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.